Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, lot #113193. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 375cc saline prosthesis. Deflation was diagnosed during a physical examination post procedure. As a result, the patient had bilateral prosthesis replacement with saline implants on (B)(6) 2018.

Manufacturer narrative:
The device history record ( DHR) of lot number 113965 reviewed on 4/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 4/24/2018. The replacement device was a 400cc mentor memorygel breast implant, catalog #3504001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).